Event description:
Pt had insertion of pacemaker and atrial and ventricular leads. Artrial lead would not stay fixated. Dislodged 4 times. The final dislodgement prompted replacement. Pt was returned to the or for atrial lead replacement.